Event description:
It was reported to philips that an internal ups failure caused system shutdown during procedure on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the f4 fuse, single phase ups, and battery pack, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).